Manufacturer narrative:
One used sample was received for evaluation. Visual inspection was performed. Functional testing was able to confirm the leak at the pilot balloon. The root cause was unable to be established. A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the product presented a crack, was broken, or had a broken part, and the no. 7 wire cannula showed signs of leakage due to a punctured cuff. There was no reported patient involvement or harm.